Manufacturer narrative:
The investigation into embolism issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the embolism issue was most likely patient condition related and determined to be unknown relation to the pump.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported admitted to priming the impella device inside of the patient prior to abiomed on-site support. This occurred independent of abiomed on-site support. The physician questioned the amount of air that could have been introduced as a result of going against instruction for use (IFU) in this manner. The patient stabilized after insertion of the impella, however, became profoundly hypotensive and coded approximately 1.5 hours later and expired.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.